Event description:
It was reported that the patient's log files were sent for review, which showed low flow events throughout the history. Between 6:09 pm and 6:18 pm on (B)(6) 2022 the flows dropped as low as 0.4 lpm. Also on (B)(6) 2022 while the patient was in the intensive care unit (ICU), their pneumonia was found to have progressed. A large amount of sputum and saturation were also observed to have decreased. The patient was hospitalized and put on parenteral antibiotics. They also experienced cardiac arrhythmia which required cardiac compression on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients medication was adjusted to treat the arrhythmia. It was noted that the arrhythmia induced low flow and frequent pulsatility index events. The patient had a history of arrhythmia prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was later reported that the events were induced by the patient's arrhythmia. A direct correlation between the device and this event could not be conclusively established. Additionally, a specific cause for the reported infection could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections which address infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was later reported that the events were induced by the patient's arrhythmia. A direct correlation between the device and this event could not be conclusively established. Additionally, a specific cause for the reported infection could not be conclusively determined. The submitted system controller event log file captured mostly transient low flow alarms (B)(6) 2022. Of note, elevated pulsatility index (pi) values were captured during most of the low flow events. No notable alarms or events were captured. The pump operated as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2022 when they ultimately expired. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections which address infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after extubation on (B)(6) 2022, a large amount of sputum was confirmed, desaturation and reduced flow occurred, cardiac arrest was confirmed and return of spontaneous circulation (rosc) was obtained after 3 cycles of cardiopulmonary resuscitation (CPR). The arrhythmia resolved without sequelae on (B)(6)2022.